Event description:
It was reported that the implantable pulse generator (ipg) exhibited current drain and erratic pacing. It was also reported that the right ventricular (rv) lead and right atrial (ra) lead had fractured. The ipg, rv and ra lead were inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.